Event description:
Ous MDR - after an implantation time of about 15 months, inappropriate shocks were delivered. A lead fracture was reported. No deterioration of the pt's health was reported. The lead was deactivated and left in place. A new lead and ICD were implanted. No date of implant was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.